Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic the device was explanted on (B)(6) 2024, due to improper placement of the receiver/stimulator and open circuit. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on july 09, 2024.